Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly "the patient has not had a single day without pain in her right hip and leg since the surgery that was performed more than 2 years ago."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned.